Event description:
During an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. No intervention has been performed at this time and the device remains implanted. The patient was stable and will continue to be monitored.

Event description:
During an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. No intervention has been performed at this time and the device remains implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.